Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00622.

Manufacturer narrative:
(B)(4). Multiple MDR reports were submitted for this event. Please see reports: 0001822565-2017-06335. Concomitant medical products - unknown stem; unknown head; unknown cup; unknown liner. It has not been indicated the device will be returned for evaluation at this time. No revision has been reported and the device(s) are assumed yet implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is being considered for a revision due to dislocation after a fall. No revision has been reported at this time. Follow up was performed and no further information has been made available.